Event description:
The manufacturer was notified that a size 21 reduced aortic cphv was removed after being implanted in a 10 year old boy for almost 5 years. The valve had been implanted in reverse in the mitral position in april, 1994. A ddd pacemaker was also implanted in june of that year. On april 20, 1999, a cine revealed that one leaflet of the valve was stuck. The valve was removed and replaced due to pannus.